Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) optical sensor was not responding and did not display arterial pressure waveform. There was no harm or injury.

Manufacturer narrative:
Corrected filed : b5 , d10, h6 ( medical device ¿ problem code ) updated field : b4 , g3 , g6 , h2 , h11

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) optical sensor is not responding. There was no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5. The getinge field service engineer (fse) evaluated the unit and failure was not reproduced during evaluation. Just to be sure, the fiber optic module connector was cleaned and reconnected. The optical sensor light receiving part was also cleaned. Operation was confirmed based on the inspection record sheet and it was confirmed to be in good working order at this time.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) optical sensor was not responding and did not display arterial pressure waveform. There was no harm or injury.